Event description:
It was reported that following an implant procedure the patient developed hematoma at the lead site. As a result the patient was not able to control his legs. The physician believed that hematoma was procedure related. The patient was hospitalized and underwent drainage and evacuation. The patient was doing well with great coverage.